Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # 566c36. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with an ecr45g reload present. The reload was received partially fired 1/10. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the jaw could be opened without difficulties, and the reverse button is functional. Additionally, photo was provided and it showed the condition of the returned device with a reload loaded on it. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described difficult to open and would not reverse knife automatic could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 566c36, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little and could not return knife. Used manual override lever to return knife. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information can be provided.